Event description:
A malfunction alarm, identified as malf 3, was reported with no notable events occurring prior to the issue. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Customer reverted to using an alternate method of insulin therapy.